Event description:
The customer reported that blood could be seen in both the cannula and the reservoir. Her bg's at the time of the call were high (277 mg/dl) and the pod had yet to be removed. It was also reported that the pod had initiated an occlusion alarm. The pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.